Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that the computer became unresponsive. The issue was resolved by restarting the computer.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: updated with correct procedure delay information and patient outcome; updated with translated procedure information this device is not approved/marketed in us, but is similar to a device marketed in the us under k050438. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.